Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing. The lead senstivity was reprogrammed, and the lead remains in use. The patient is enrolled in the surescan pas clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).